Event description:
On 03/01/2023, it was reported by a sales representative via sems that an ar-9660-r extractor broke, and an ar-9662-r central post/screw trephine post is lodged in the trephine and can not be removed. This occurred during a revision reverse shoulder arthroplasty on (B)(6) 2023 when attempting to extract the mgs baseplate, the baseplate became separated from the post. When using the ar-9660-r to extract the post, the tip of the post extractor broke off within the post. The surgeon was able to complete removal with ar-9662-r mgs central post/screw trephine. There was a minor delay in surgery as the surgeon switched to the trephine to complete removal. All fragments were retrieved. The trephine was used to successfully complete the removal of the central post. The post appears to have become lodged within the trephine and cannot be removed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.